Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that "she received a vns stimulator to help. We thought it was dr said she was responding well. Then in march she became sever sinus tachycardia an remains like that". No further relevant information has been received to date.